Manufacturer narrative:
Medtronic rep tested system. Had to reset camera as system was not seeing frame. Once reset, the problem could not be replicated. No impact on patient outcome reported.

Event description:
A medtronic representative reported the site was experiencing red crosshairs in the navigate screen of the cranial application on the treon system, although the probe and frame were green status. The frame seemed to be positioned incorrectly during the registration step and then corrected after draping, but the dr was inaccurate when navigating. Dr opted to abort the case. No impact on patient outcome reported.